Event description:
Reporting status: death. Reporting rationale: myocardial infarction/thrombosis; subsequent death. Device issue: no device malfunction has been reported. It was reported that pt died in 2009, due to myocardial infarction (mi) and subsequently all three stents (2.75x28 xience and 3.0x15 xience implanted one month prior, and a 4.0x12 xience implanted nine days later) were found during an angiography to have in-stent thrombosis. No additional event or pt info is available.

Manufacturer narrative:
Mi, thrombosis, and death, as listed in the IFU, are known adverse events associated with coronary stenting. These pt effects, along with hospitalization are listed in the risk assessment as no-fault post-procedure complications and are not necessarily an indication of a product quality deficiency. The mi may be a secondary effect of the thrombosis, in which the pt was hospitalized and subsequently died. A conclusive cause for the reported pt effects, cannot be determined, however, there are no indications of a product quality deficiency. The other two xience v everolimus eluting coronary stent systems are being filed under the same MFR number.